Event description:
It was reported during a sigmoid colectomy, during the first firing of the tct75 the surgeon attempted to transect the colon but the staples did not form all the way. Some staples were in the tissue and some just seemed to deflect. He then removed that section where the staples had partially formed and proceded to open a second tct75 to transect the colon again. This time it was successful. There was no consequence to the pt.

Manufacturer narrative:
D5; h3,4,6;g4: added additional info. Conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples as designed across the entire staple line. There were no malformed staples noted. The reported incident could not be recreated. Comments: mfg and engineering have been notified of the reported incident.